Event description:
A pt was injected with 2 syringes of radiesse for a cheek augmentation on (B)(6) 2012. Several days later, the pt noticed a small pimple-like area of superficial product, which she tried to express. On (B)(6) 2012, she returned to the office for an itl treatment and had the remainder of the product expressed. One month later, she developed a major case of cellulitis and was hospitalized for ten days. She responded to treatment with antibiotic, vancomycin.

Manufacturer narrative:
The pt responded to the vancomycin and was later prescribed bactrim for three weeks. Follow-up provided by the physician states the pt is doing better now that she is off the antibiotics. She has a persistent, palpable, non-tender mass of 2 x 2 cm at the center of the infection, which is barely visible. There is a slight depression at the injection site where she healed from a 3 mm necrotic area. The physician suspects (B)(6), although the cultures were negative. The pt is due for follow-up the week of (B)(6) 2013. The device history records for the reported radiesse lot #1035580 were reviewed. All of the required testing specs for this lot were met prior to release. A search of the complaints database revealed that there have been no complaints for the reported lot number.